Event description:
The customer reported that the system would not switch on, thus would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. The system operates as intended.